Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was not available. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for analysis and the root cause for the stenosis remains indeterminable; however, patient related factors and progression of the patient¿s underlying valvular disease may have contributed to the event. Additional information was not provided. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 21mm pericardial aortic valve, implanted eleven (11) years, five (5) months, and twenty three (23) days was explanted due to critical stenosis. The explanted device was replaced with a 21mm pericardial aortic valve. Per obtained medical records, the patient presented with progressive heart failure and syncope. Intraoperatively the patient was noted to have significant calcification of the ascending aorta. The stenotic valve was excised and the new valve was secured in place. There was no perivalvular or transvalvular leak. The (B)(6) female patient was discharged on post-operative day five (5).